Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021 - (B)(6) 2021. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient complained that she is not getting the vision she was promised in her left eye. The patient can see up close and surrounding but far away remains blurry. The patient consulted with a second doctor and was told that she would have needed a different intraocular lens (iol). The patient has been having nausea and is not able to drive at night. On (B)(6) 2021, the iol was explanted in a secondary surgical procedure and reportedly a competitor's lens was used as a replacement. The patient visited her doctor on (B)(6) 2021 for a post-operative evaluation and indicated that her vision is now good. No further information was provided.